Event description:
It was reported prior to using the bd bbl¿ sensi-disc¿ ceftazidime 30 ¿g, the user noted that the label of the cartridge containing the product (internal labeling) was different from the shelf package label (external label). No health impact or consequence reported.

Manufacturer narrative:
(B)(6). Investigation summary: a complaint investigation, due to different catalog labeling on the internal packaging on ceftazidime catalog 231633, batch 4156643, was performed. The investigation required to perform visual inspection, photos evaluation and batch record review. No discrepancies observed during the visual inspection. Retention samples were correct and correctly identified (cartridge and box). Returned goods were not received for the investigation. Batch record review did not show any evidence of customer claim. Photo received from customer was evaluated. No discrepancies observed. Product was correct and correctly identified (cartridge and box). No corrective action is required based on information evaluated and satisfactory results obtained during the qc test. Complaint is not confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Manufacturer narrative:
Investigation summary: a complaint investigation, due to different catalog labeling on the internal packaging on ceftazidime catalog 231633 batch 4156643, was performed. The investigation required to perform visual inspection, photos evaluation and batch record review. No discrepancies observed during the visual inspection. Retention samples were correct and correctly identified (cartridge and box). Returned goods were not received for the investigation. Batch record review did not show any evidence of customer claim. Photo received from customer was evaluated. No discrepancies observed. Product was correct and correctly identified (cartridge and box). Catalog number referenced in the cartridge label is used for product configuration of single and ten pack packaging. For ten pack configuration the box label will include a different catalog number. Since catalog 231633 is a ten pack, it will have a different catalog number in the box label, when compared with the catalog number referenced in the cartridge label. No corrective action is required based on information evaluated and satisfactory results obtained during the qc test. Complaint is not confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
It was reported prior to using the bd bbl¿ sensi-disc¿ ceftazidime 30 g, the user noted that the label of the cartridge containing the product (internal labeling) was different from the shelf package label (external label). No health impact or consequence reported.